Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "angio-seal deployed for right femoral artery hemostasis post procedure. Device failed with collagen protruding out of skin puncture. Suture and collagen came out freely unexpectedly. Manual compression applied for 30 minutes hemostasis achieved and femostop device applied to right groin. The original intended procedure was a cardiac catheterization." Additional information as received on 13feb2026: a 6fr procedure sheath size was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion nor were there issues with insertion or deployment of the device. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture and tamper tube were deployed from the device. The collagen was also returned. The collagen was torn. No other damage or issues were identified. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The complaint device was returned fully deployed and the suture had been cut. The collagen was returned and was torn. The collagen was reported to have been visible above the surface of the skin at the time of device deployment. The component was removed from the patient after deployment. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d1 email address and establishment name and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. Based on the available information, hemostasis was not achieved after device deployment. Manual compression and a femostop were used to achieve hemostasis. The cause of the reported event was unable to be identified as sufficient details concerning the event were not provided. As a result, the complaint was confirmed. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).